Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39-40 mg/dl; cause of low bg was due to customer delivering more boluses than necessary to address a high bg level. Customer consumed carbohydrates and drank soda to address the subsequent low bg level. Reportedly, customer blacked out. Subsequently, customer was hospitalized and treated with saline fluids, glucagon, and potassium. The customer was not released from the hospital at the time of report. Customer declined to provide additional information pertaining to hospital release date. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use. Customer declined to perform a pump system check.